Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, and other injuries as they become apparent. No further info has been provided.